Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - drill. Visual examination of the provided pictures identified the reamer head appears to be disassembled from the reamer shaft at the epoxy head location; there is no fracture of the shaft, the end where the reamer head is epoxied matches the subcomponent print. Etch is not visible in the provided photos. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right humeral intramedullary reaming is underway. There appears to be a fracture of the distal reamer. There is slight increase in fracture displacement. While the fracture is more displaced in the post op xrays than on the initial images, no definite bone removal is identified. Operative notes were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. In the intraoperative images provided, the guide wire used does not appear to have a bullet-tipped end, which is the guide wire required for use per the device's IFU, which states: to ensure proper guidance of the reaming head, the pressure sentinel reamers must always be used with a guide wire. Reamers with a diameter of 5mm to 7.5mm, use a 2.4mm bullet-tipped guide wire (ref: (B)(4)). However, as the guide wire product information is unknown, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full address - (B)(6). G2: foreign - event occurred in poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the reamer broke and fell into the patient. Subsequently, part of the bone had to be removed in order to remove the tip. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.